Event description:
Was injected with radiesse in periorbital rim areas of both eyes. Swelling, redness, bruising with lumpiness and indentations resulted and persist almost 4 months later. Returned to clinic for repeated injections of steroids into lumps to "dissolve" them as well as chemical peels and v-beam treatments to try to lighten the discoloration. Was also instructed to try warm moist compresses and a pinpoint massager to areas. After repeated phone calls to both the bioform company as well as the corporate office. I have not received any consistent information as to how to resolve this issue. The radiesse brochure I was given lists side effects as being redness, bruising only lasting a couple of days. My provider never told me of more long lasting side effects. I also was referred to the sales reps of bioform. They are very unprofessional, one reminded me I signed a consent for procedure, the other laughed at me when I told her I was embarrassed at being asked if I am abused at home. On repeated occasions I asked if this product is approved for this area of the face. Conflicting info was given to me. Spoke directly with a director at bioform. She refers me back to my provider. I was told an adverse reaction report was filled out. Dates of use: one day in 2007. Diagnosis or reason for use: dermal filler for wrinkles around eyes. Dose or amount: unknown, frequency: once, route: ID.